Event description:
It was reported that the patient presented for an atrial lead revision post ablation procedure due to atrial loss of capture. During the procedure, high atrial capture thresholds were noted with the system. The patient's atrial lead and pulse generator were replaced. The patient was stable. Related manufacturing report: 2017865-2020-13376.

Manufacturer narrative:
Analysis was normal. No anomalies were found.